Event description:
Legal papers received allege that company supplied titanium screws for "certain medical procedures". The allegation is that the screw is negligently designed and placed negligently in the stream of commerce and this injured the plaintiff. Co does not known what medical procedure this screw was allegedly used for.